Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. The patient presented due to unstable angina and myocardial infarction with non st elevation. Cardiac catheterization revealed a 95% stenosed and 15mm long target lesion located in a previously implanted stent in the proximal left circumflex coronary artery (lcx) with a reference vessel diameter of 3.0mm. The lesion was treated with predilation and placement of a 3.0x20mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on (B)(6) 2010 on aspirin and prasugrel. (B)(6) 2010, the patient was brought to the emergency room in cardiopulmonary arrest with no vital signs and midsized fixed pupils. No heartbeat was auscultated and continuous cardiac monitoring showed that there was pulseless electrical activity and basic asystole. The patient was dnr and was subsequently pronounced dead. The cause of death is reported to be worsening of pulmonary fibrosis and per the physician is unrelated to the taxus liberte stent.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).